Manufacturer narrative:
It was reported that the patient was placed on the cardiohelp during cardiopulmonary resuscitation, which had been going for an hour. The impella pump was already in place. The support of the patient was initiated with high pressure reading (internal and arterial pressure). The customer believes that the impella pump was left at a setting which is close to maximum support after initiation of flow with cardiohelp. The patient coded again during support and was cardioverted. The cardiohelp went into backflow prevention and zero mode flow. Furthermore the customer could not get out of these modes. Therefore the emergency drive was used and the cardiohelp was still turned on and produced flow. The customer activated the global override mode. Later during treatment the pressures were high and the flow was low. The physician tried to place a distal perfusion cannula, and during this process the arterial cannula came out and the patient exsanguinated and was not revived. The cannulas are from another manufacturer (dedtronics). The manufacturer of the cannulas was informed about the event. The customer believes that the cardiohelp was working properly, and states they do not remember ever pressing the 0l/min button on the cardiohelp to de-activate the zero flow mode. The arterial cannula appeared to be inserted properly as observed under fluoroscopy, but a later image revealed that the tip of the cannula was turned and was pointed downward in the aorta. The customer could not say at which point during the procedure this failure occurred. The customer checked the cardiohelp device and could not reproduce the failure/event. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. No failure of the device was found. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and it could be confirmed on the date of event that the customer turned the zero flow mode off (on (B)(6) 2023 time: 13:29:37). The cardiohelp device was switched on/off multiple times as well as the global override mode. A medical review was performed by getinge medical affairs on 2023-06-15 with following conclusion: "the complaint narrative stated that the arterial cannula (viz. Cannula tip), while appearing to be in proper position and form during and after insertion via imaging, was turned and was pointed downward in the aorta sometime after insertion. It is assumed that the tenor of this explanation was that the tip of the cannula was kinked/bent and oriented toward the feet (i.e. Distally or inferiorly) opposed to the direction of the heart. The explanation of the events appears to align with the local assessment of two alarms occurring simultaneously. If, as mentioned in the previous paragraph, the arterial cannula were kinked so that the tip changed orientation by approximately 180 (assumed), the arterial line pressure would have risen exponentially in response to a dramatic kink in the cannula. With an exponential rise in arterial line pressure, it is likely a part pressure limit set at 300/325 would have been achieved rapidly. If the part intervention were activated (as assumed), cardiohelp would have decreased the rpms (shown as a medium priority alarm) so that set intervention limit was not exceed. With a decrease in rpms, a decrease in flow would have followed. If the line pressure were high enough, it is possible that low flow alarm (shown as a high priority alarm) also would have been triggered. If the user attempted to increase the rpms, cardiohelp would have responded by maintaining rpms in an effort to preserve the part pressure below/at the intervention limit despite the rpms set by the user. Last, the medical staff cannot recall pressing the 0 lpm button on cardiohelp to de-activate zero-flow mode. Placing the cardiohelp in global override would have overridden both the part intervention as well as the low flow alarm. As cited in the cardiohelp instructions for use (IFU), global override deactivates acoustic alarms, interventions, and backflow prevention. Upon inspection of the cardiohelp system by both a getinge clinical representative aswell as hospital representative, the cardiohelp system appeared to be fully functional, performing as expected. In balance, the unit was not inspected by getinge service based on prerogative from hospital representation. While dislodgment of the arterial cannula is uncommon, a high line pressure (secondary to cannula kink age) may have contributed to the observed decannulation. Further, the expiration of the patient appears to be unrelated to the performance or functionality of the cardiohelp system. Notwithstanding a high line pressure likely stimulated by a bend/kink in the arterial cannula, the performance setting of the impella may have contributed to a portion of the afterload detected by cardiohelp during the event. In conclusion, barring more information from the customer, it is challenging to assign an association of patient outcome to either the cardiohelp system or the disposable associated with the cardiohelp system (hls advanced)." According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.3, chapter 7.1 preparation and installation and quadrox-ir small adult / adult, chapter 7.2 priming the system) the pressure sensors have to be calibrated and checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Referring to the instruction for use (cardiohelp, chapter 5.3 "connection the sensors") it is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The review of the non-conformities has been performed on 2023-05-08 for the period of 2019-01-18 to 2023-03-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-01-18. Based on the results the reported failure "high pressure, low flow" could be confirmed, but was not related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#: (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the patient was placed on the cardiohelp during cardiopulmonary resuscitation, which had been going for an hour. The impella pump was already in place. The support of the patient was initiated with high pressure reading (internal and arterial pressure). The customer believes that the impella pump was left at a setting which is close to maximum support after initiation of flow with cardiohelp. The patient coded again during support and was cardioverted. The cardiohelp went into backflow prevention and zero mode flow. Furthermore the customer could not get out of these modes. Therefore the emergency drive was used and the cardiohelp was still turned on and produced flow. The customer activated the global override mode. Later during treatment the pressures were high and the flow was low. The physician tried to place a distal perfusion cannula, and during this process the arterial cannula came out and the patient exsanguinated and was not revived. The patient expired. The customer believes that the cardiohelp was working properly, and states they do not remember ever pressing the 0l/min button on the cardiohelp to de-activate the zero flow mode. The arterial cannula appeared to be inserted properly as observed under fluoroscopy, but a later image revealed that the tip of the cannula was turned and was pointed downward in the aorta. The customer could not say at which point during the procedure this failure occurred. Complaint ID (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A medical review was performed by getinge medical affairs on 2023-06-15 with following conclusion: "the complaint narrative stated that the arterial cannula (viz. Cannula tip), while appearing to be in proper position and form during and after insertion via imaging, was turned and was pointed downward in the aorta sometime after insertion. It is assumed that the tenor of this explanation was that the tip of the cannula was kinked/bent and oriented toward the feet (i.e. Distally or inferiorly) opposed to the direction of the heart. The explanation of the events appears to align with the local assessment of two alarms occurring simultaneously. If, as mentioned in the previous paragraph, the arterial cannula were kinked so that the tip changed orientation by approximately 180 (assumed), the arterial line pressure would have risen exponentially in response to a dramatic kink in the cannula. With an exponential rise in arterial line pressure, it is likely a part pressure limit set at 300/325 would have been achieved rapidly. If the part intervention were activated (as assumed), cardiohelp would have decreased the rpms (shown as a medium priority alarm) so that set intervention limit was not exceed. With a decrease in rpms, a decrease in flow would have followed. If the line pressure were high enough, itis possible that low flow alarm (shown as a high priority alarm) also would have been triggered. If the user attempted to increase the rpms, cardiohelp would have responded by maintaining rpms in an effort to preserve the part pressure below/at the intervention limit despite the rpms set by the user. Last, the medical staff cannot recall pressing the 0 lpm button on cardiohelp to de-activate zero-flow mode. Placing the cardiohelp in global override would have overridden both the part intervention as well as the low flow alarm. As cited in the cardiohelp instructions for use (IFU), global override deactivates acoustic alarms, interventions, and backflow prevention. Upon inspection of the cardiohelp system by both a getinge clinical representative as well as hospital representative, the cardiohelp system appeared to be fully functional,performing as expected. In balance, the unit was not inspected by getinge service based on prerogative from hospital representation. While dislodgment of the arterial cannula is uncommon, a high line pressure (secondary to cannula kinkage) may have contributed to the observed decannulation. Further, the expiration of the patient appears to be unrelated to the performance or functionality of the cardiohelp system. Notwithstanding a high line pressure likely stimulated by a bend/kink in the arterial cannula, the performance setting of the impella may have contributed to a portion of the afterload detected by cardiohelp during the event. In conclusion, barring more information from the customer, it is challenging to assign an association of patient outcome to either the cardiohelp system or the disposable associated with the cardiohelp system (hls advanced). " a getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.